Event description:
It was reported to medtronic minimed that the customer reported the sensor updating, the sensor glucose vs. Blood glucose difference, and damage on the display. The customer experienced hypoglycemia with a blood glucose value of 50 mg/dl. The customer reported hypoglycemia was treated with carbohydrate intake. The event involved product(s) mmt-1884l, mmt-332a, mmt-381a, and mmt-7040a. Troubleshooting was partially performed. The sensor glucose value was 400 mg/dl, which was not in range. The customer was using the insulin pump within 48 hours of the reported event. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event or not. No further patient complications were reported. Product return for mmt-1884l is expected, and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-381a. No product return is required for mmt-7040a.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected delivery or reservoir anomalies were noted. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. During the download history review, no relevant alarms were confirmed in the download history files to confirm the reason code. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. No moisture damage or anomalies were noted during visual inspection. The unit was programmed with the test guardian 3 link and test plug simulator. Unit communicated properly with the glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and the unit displayed the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensors feature and auto mode connection are working properly. The following cosmetic damages were noted: cracked keypad overlay, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customer concerns are not confirmed. Unable to confirm the customer's alleged concern about a low bg, as well as a missing display window cover. No relevant alarms were noted in the download history review, and testing of the unit was successful. Unit communicated properly with link (3). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.